Manufacturer narrative:
(B)(4). Date of event: exact day of the month unknown. Medical device: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Were there any issues experienced with the device in the procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Can a detailed timeline of events, operative notes, or an autopsy report be provided? How was leak identified? What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? How was the leak addressed in the reoperation? What were the subsequent complications? How many days postoperative did the patient death occur? What was the date of the patient death? Has a cause of death been determined? Does the surgeon believe the ethicon device caused or contributed to the patient death? If so, why? Would the surgeon be interested in speaking with ethicon medical and engineering personnel? Is the device available for return? Response: we had a meeting with the surgeon, along with sr quality manager and sr medical affairs manager. The meeting began with a brief description of the function and work that is carried out from the quality area and what are the steps and procedures that are carried out before an incident occurred with our products. And he was also told the responsibility from medical affairs. Going punctually to what was requested regarding the required questions, the hcp was not cooperative in answering the questions one by one and summarized that he did not notice any difference in the use of the device and he did not notice anything wrong when triggering the trigger, complying with all the steps for the correct use of the device. That subsequently was performed as routine inspection of the "donuts" and these were preserved. The patient at 48 hours after surgery began with clinical signs of infections and peritonitis. At the time of reoperation, it was observed that the dehiscence was on the posterior semi-circumference of the suture. The hcp reserved the information regarding the date of death of the patient. The sample is not feasible for recovery. For the time being it was all the information that we could gather regarding the request.

Event description:
It was reported that the case is related to a patient without associated risk factors that resulted in the patient's death. The procedure was a left hemicolectomy. During the anastomosis leak test, the result was correct, however, on the second day after surgery, there was dehiscence of the mechanical suture, generating leakage with subsequent complications, and the patient had to be re-operated. The date of death is unknown.